Event description:
The initial calcium result of 16.3 mg/dl. Same sample repeated recovered 10.0 mg/dl. Initial result was not reported. If add'l info is rec'd, appropriate notification will be provided.